Manufacturer narrative:
Initial and final MDR 1975271- MDR 3003442380-2024-25925- device 1 of 2 since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4).event occurred in the united states it was reported that the patient experienced cannula issues with two infusion sets. The cannulas were kinked. The event occurred on (B)(6)2024. Patient noticed symptoms within 3 hours of insertion. The insertion of site was the abdomen. Patient regularly rotated site location. Patient confirmed the introducer needle was ahead of the cannula prior to insertion. Blood glucose level was 520 mg/dl at the time of the event. Patient went to emergency room and later was hospitalized. The duration of emergency stay was 6 hours. Patient was treated with manual injection, replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.